Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and loss of capture. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. No further adverse patient effects were reported.